Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was disposed by the facility.